Manufacturer narrative:
Device is a combination product.

Event description:
Evolve 48 clinical study. It was reported that stenosis occurred. In (B)(6) 2018, the patient's condition was stable angina with evidence of ischemia. Cardiac catheterization and index procedure were performed on the same day. The target lesion was located in the mid right coronary artery (rca) with 80% stenosis, a length of 42mm, and reference vessel diameter of 3.00mm. Which was treated with pre-dilatation and placement of a 3.00x48mm study stent. Following post dilatation, the residual stenosis was 0%. Baseline core lab angiography result revealed 50% side branch stenosis in ac marg. Post procedure angiography revealed 80% 'branch percent stenosis'. On the next day, the patient was discharged on dual antiplatelet therapy.